Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level of 536mg/dl. Blood glucose level at the time of the call was 411 mg/dl. Customer does not feel okay to troubleshoot. Customer was advised to change entire set, reservoir and insulin and treat per healthcare provider's instructions. The insulin pump was not replaced or returned for analysis.